Event description:
It was reported the customer has mentioned that the PICC has been damaged, has had holes further down the PICC into the vein. PICC was placed in the brachiel vein (B)(6) 2024 and removed (B)(6) 2024. Hole was found 11.2cm, external was 3cm. No other information was provided. Response received on 08-05-2024: it was reported the PICC was placed in the brachial on (B)(6) 2024. Hole 11.2cm, external was 3cm. Treatment flot. Removed (B)(6) 2024. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 49cm. Vein was the PICC inserted into, basilic. Exit site marking of the PICC after placement 7cm. Secured with securacath. Types of infusates were infused through the PICC were oncology treatment, 5fu, irinotecan, calcium folinate. No catheter interventions to address occlusions with this PICC. Leakage was identified through leakage exit site; extravasation. Break at 11cm mark. Occurred 10 weeks after insertion. Catheter site cleaned with chloraprep 3ml chg 2% in 70% ipa during a dressing change. Treated with urokinase, found to be kinked and removed. Information provided by survey: patient reported to have fractured catheter at 11cm, reported of swelling. Chest x ray on (B)(6) 2024 shows PICC tip position in top of sec. Catheter pulled back 2cm as patient experienced flutter two weeks prior to removal. Eventual exit site 5cm. 4fr sl PICC placed in left arm, exit site marking 3cm, secured with securacath between 0-3cm. Locked with ns between use. Chemotherapy treatment of docetaxol, oxaliplatin, calcium folinate, 5fu. Used also for CT scans. Site cleaned with chloraprep.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the customer has mentioned that the PICC has been damaged, has had holes further down the PICC into the vein. PICC was placed in the brachiel vein on (B)(6) 2024 and removed on (B)(6) 2024. Hole was found 11.2cm, external was 3cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer has mentioned that the PICC has been damaged, has had holes further down the PICC into the vein. PICC was placed in the brachiel vein (B)(6) 2024 and removed (B)(6) 2024. Hole was found 11.2cm, external was 3cm. No other information was provided. Response received on 08-05-2024: it was reported the PICC was placed in the brachial on (B)(6) 2024. Hole 11.2cm, external was 3cm. Treatment flot. Removed (B)(6) 2024. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 49cm. Vein was the PICC inserted into, basilic. Exit site marking of the PICC after placement 7cm. Secured with securacath. Types of infusates were infused through the PICC were oncology treatment, 5fu, irinotecan, calcium folinate. No catheter interventions to address occlusions with this PICC. Leakage was identified through leakage exit site;extravasation. Break at 11cm mark. Occurred 10 weeks after insertion. Catheter site cleaned with chloraprep 3ml chg 2% in 70% ipa during a dressing change. Treated with urokinase, found to be kinked and removed.